Manufacturer narrative:
Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A note from the rep at the bottom indicates "patient fell and had periprosthetic fracture. Pulled accolade 2 and bipolar shell, head. No films/ parts available". Patient was revised to a restoration modular stem construct with an lfit v40 head, 45x26 uhr bipolar component, and four dall-miles cable and sleeve sets. Spoke to rep. Patient suffered a femoral periprosthetic fracture. X-rays, medical records, and additional information are not available due to hospital policy.